Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks (while dancing) that resulted in therapy being exhausted. Available information suggests the patient's heart rate, at the time of the shocks, was 189 bpm. Boston scientific technical services (ts) discussed that it was difficult to determine the origin of the rhythm (sinus tachycardia versus ventricular tachycardia), due to the device having only a single lead. No adverse patient effects were reported. Since the initial event above, there have been no further allegations involving this device, and it was explanted due to normal battery depletion. Upon device return to the returns analysis laboratory, programming strips from the historic episode were retrieved that suggest due to the stability and gradual onset of the rhythm, therapy was withheld until sustained rate duration timed out, after which therapy was delivered. Thus suggesting, that the treated rhythm was supra-ventricular and the shocks were inappropriate.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.